Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k numbers: k113753 and k112160. Device not returned.

Event description:
It was reported that the implant (tmt4b13) fractured. The implant was not removed. No injury to the patient resulted from the event. Tooth location #10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged malfunction was unconfirmed without return of the device. The reported event could not recreated. Based on the DHR review, there were no manufacturing deviations to suggest that the device caused or contributed to the reported event. A root cause cannot be determined.